Event description:
The customer alleges back to back results of 156 mg/dl and 79 mg/dl. The customer states he did not take insulin based upon the 79 mg/dl result. Controls were not run. Return requested and replacement was sent.